Manufacturer narrative:
The charger has overheated and damaged the nightstand of the customer. The customer used the charging accessories that were not provided with the device. User guide includes warnings against the modification of the charger.

Event description:
Hcp reported that patient's charger caused a fire which affected the charger and part of a nightstand. Judging by the picture provided to the hcp, the power supply and the cable that had been in use prior to the incident were not the original ones supplied with the charger. The risk assessment includes the assessment of the risks related to the use of the wrong charging accessories. The instructions for usu contan warning against modification of the charging device. The device has been discarded and will not be available for analysis. Similar events will be monitored for trends. This is the final report.